Manufacturer narrative:
Investigation included a review of user complaint details and shipping a replacement charger. Investigation of this case revealed a suspected charger hardware or power delivery malfunction. It was concluded that the charger likely failed, resulting in the device not charging and necessitating replacement.

Event description:
It was reported that a user experienced a charger malfunction, evidenced by the charger indicator flashing when connected to multiple outlets, and the ilet was not charging, leading to very low battery power; replacement supplies were shipped. Symptoms included no reported clinical effects. Outcomes included device unavailability due to low battery impacting therapy availability.